Event description:
It was reported that the patient experienced chest pain and exit block. A chest x-ray revealed cardiac perforation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.